Event description:
Customer alleged chair had broken. Serious injury alleged.

Manufacturer narrative:
(B)(4). Bjw-RMA (B)(4) has been initiated for this issue. Model trex28r, serial number/date code (B)(4) is approximately 2 years old. The owner's manual part number 1110546 rev e (jun-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer alleged the chair broke, causing a serious injury to the customer's back. Pictures were reviewed by invacare and additional information was requested from the dealer, extent of injury sustained and any medical attention sought. RMA (B)(4) had been set-up to bring back the original wheelchair for an inspection and evaluation. A replacement was ordered/shipped and would have been delivered by june 5th but the consumer is allegedly reluctant to return the chair at this time.